Manufacturer narrative:
The device was not returned for evaluation as it remains in the patient. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Therefore the customer¿s complaint of ¿failure/incomplete to open at middle section (hourglass shape)¿ issue could not be confirmed. The possible cause of ¿distal and middle section not opening¿ could be patient anatomy (the bend), and physician technique. Per our instructions for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this report: 2029214-2017-00231, 2029214-2017-00232, 2029214-2017-00233. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the peri-opthalmic segment of the left internal carotid artery (ica), two pipelines had narrowing as the patient had severe vessel tortuosity. It was further reported that the location of the aneurysm was on a turn proximal to the ophthalmic artery, and the vessel turned into two different directions < 90 degrees. The second pipeline was to be delivered inside of a pipeline device that was implanted approximately 6 months prior to this procedure. The first pipeline (ped-500-25) was attempted had a narrowing that appeared at midpoint. An attempt was made to manipulate the pipeline pushwire in effort to open the pipeline however, was unsuccessful. An attempt was then made to recapture and redeliver twice without success. Less than 50 % of the pipeline was deployed when it failed to open. The pipeline and microcatheter were removed. A new pipeline (ped-500-25) and microcatheter were used. The second pipeline (ped-500-25) also developed the same narrowing at approximately at the same segment and was resolved by manipulating the pushwire of the ped delivered. However, the pipeline, was not completely appose to the vessel wall, therefore balloon angioplasty was performed at the proximal edge of the device to the vessel wall. Post angio showed full wall apposition and slow aneurysm filling was observed. The aneurysm max diameter was 5 mm and the neck diameter was 3 mm. The distal landing zone was 4 mm and the proximal was 4.7 mm. Dapt was administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.